Event description:
On 19-dec-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 735 mg/dl. The user was transported to the hospital by a caregiver, where the user was admitted, treated with exogenous insulin, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring emergency medical intervention and hospitalization and is consistent with the reported emergency room presentation, inpatient admission, and treatment with sliding scale insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests generated appropriately and no device malfunction identified. Clinical assessment suggests the hyperglycemic event was most consistent with ineffective insulin delivery likely related to the infusion site or infusion pathway, as only an infusion set change was performed initially while the tubing and cartridge were not replaced, allowing a potential delivery issue to persist. Prolonged inadequate insulin delivery plausibly contributed to the development of severe hyperglycemia with ketone production requiring emergency evaluation. If additional information becomes available, a supplemental MDR will be submitted.